Event description:
Voluntary medwatch report received stated that the right ventricular lead exhibited high capture threshold. The lead remained implanted and no adverse patient effects were reported.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120259.